Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. Final analysis found a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted between inner coil, ring electrode cables, and right ventricular cables due to procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable.